Event description:
The customer reported plt high. It was confirmed there were no erroneous results being reported outside the laboratory. There was no change or effect on patient treatment. There was neither death or serious injury associated with the event. No adverse event was reported or identified as part of the investigation. Per wo-06700231, the field service engineer (fse) inspected the instrument and identified fluctuating platelets (plt) readings high. The fse determined that both platelets and red blood cells (rbc) were fluctuating due to bubbles forming during dilution. Consequently, patient results were questioned and not reported out. The fse removed and replaced the probe (6805948) due to rust on the top and rbc bath (6806442)

Manufacturer narrative:
The customer reported plt high. It was confirmed there were no erroneous results being reported outside the laboratory. There was no change or effect on patient treatment. There was neither death or serious injury associated with the event. No adverse event was reported or identified as part of the investigation. Per (B) (4), the field service engineer (fse) inspected the instrument and identified fluctuating platelets (plt) readings high. The fse determined that both platelets and red blood cells (rbc) were fluctuating due to bubbles forming during dilution. Consequently, patient results were questioned and not reported out. The fse removed and replaced the probe (6805948) due to rust on the top and rbc bath (6806442).